Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the left side of the programmer screen was unresponsive to the stylus. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the left side of the programmer screen was unresponsive to the stylus. The stylus was replaced and calibrated but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.